Event description:
Adverse event(s): ¿redness¿ (red eye(s)); ¿a bit of itching¿ (itching); ¿a lot of ocular burning¿ (burning sensation); ¿irritation¿ (irritation); ¿infection¿ (infection); ¿viral keratoconjunctivitis¿ (conjunctivitis). Product problem(s): ¿none reported¿ (no info). A consumer reported her sister experienced ocular redness, itching, burning, irritation, and infection after using this product for one month. The reporter indicated that the events occurred on two occasions. She discontinued lens wear and product use in the right eye on (B)(6) 2010 to (B)(6) 2010 and the events, which were mild, resolved. Her sister did not replace the lenses and when she started wearing them and using the product again, the symptoms recurred. She stated that her sister visited a physician and only one eye had the problem but both eyes had viral keratoconjunctivitis. The consumer stated the physician treated her sister with anti-inflammatory ocular medications and the events resolved. Additional info has been requested.

Manufacturer narrative:
Eval summary: the complaint device associated with this report was not received for eval by the MFR in (B)(4). It is unk if the product was used according to labeled indications. Review of lot 41584 is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).